Event description:
It was reported that bd alaris smartsite extension set had mixed products the following information was received by the initial reporter with the following verbatim advised that 20 ea of item ime42493e were mixed in with a cs of ime20027e.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
The customer reported that material 42493e was mixed in with a 20027e box. The customer returned photos of the issue, and the complaint of mixed product was verified. The customer also returned the unopened samples (under (B)(4) in the box, and this further verified the complaint. The plant did not take any actions to address the failure as the line for material 20027e was reactivated at a different bd plant, starting (B)(6) 2025. The plant that produced this batch is no longer producing the material number. The plant that the material was reactivated at, generated a quality alert on (B)(6) 2025 to reinforce the correct line clearance to avoid mixed product. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.